Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - insertion instruments /unknown lot. Part and lot numbers are unknown. UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent a surgery. During the surgery it was noticed that the evolution squid alif inserter would not click to engage position. The surgery was completed successfully with 20 minutes delay. There was no fragment generated. There were no patient consequences are reported. This complaint involves one (1) device. This report is for (1) unk - insertion instruments. This report is 1 of 1 (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: device interaction/functional. Visual inspection: the evolsquid synthes quick inserter (p/n: 03.815.030, lot #: 8208085) was returned and received at us cq. Upon visual inspection, the spindle component and the pusher block were received disassembled from the device. There were scratches on the device handle but have no impact on the device functionality. No other issues were observed with the returned device. Functional test: during functional test an attempt to assemble the spindle and pusher lock to the squid failed as the nut clutch component was jammed. The complaint can be replicated with the returned device. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint was confirmed. The nut clutch component was jammed. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the evolsquid synthes quick inserter (p/n: 03.815.030, lot #: 8208085). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.815.030, lot: 8208085, manufacturing site: hägendorf, release to warehouse date: jan 15, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.